Event description:
It was reported that this right ventricular (rv) shock lead impedance (sli) increased, from (B)(6) to (B)(6) 2018, and got as high as about 131 ohms. The sli was reportedly trending down. At the time of the report the impedance was at about 105 ohms. The patient has never had therapy from the device and was going to be monitored. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.